Event description:
It was reported that during a hospital visit, this implantable cardioverter defibrillator (ICD) was observed to have delivered anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) rhythm. Technical services (ts) was consulted for review of presenting electrogram (egm). Upon review, ts confirmed the device had delivered atp and shock therapy. It was determined that the therapy was inappropriate. Ts recommended programming optimization options. At this time, the ICD remains in service. No additional adverse patient effects were reported.